Event description:
It was reported that the patient presented for routine follow-up, upon interrogation the pulse generator exhibited diagnostics anomaly. The device remained implanted and the patient would be monitored.